Manufacturer narrative:
The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2018 until (B)(6) 2019 (34 days). The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Initially, it was determined that this incident was not reportable since the pump was functioning with 100% fill and ejection, but upon completion of the failure analysis on 11/27/2019, it was determined that this incident is reportable since one of the membrane layers was defective. We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. During initial visual inspection of the returned blood pump, no defect could be found. In the air chamber, loose graphite particles were confirmed. The pump was then disassembled for further testing and the membrane layers were individually tested. In the middle layer a leakage could be seen. The blood-side layer and the air-side layer were found to be intact. Graphite agglomerates were found between the membranes. These could be seen as dimples on the membrane surface, confirming the clinics observation. The thickness of all three membrane layers was re-measured at fixed points. The thickness of individual layers at all the fixed points locations and in the region of the defect was found to be within specification. The cause of the defect was most likely the graphite particles that formed due an abrasion between the layers. The resulting graphite agglomerates led to a recurring optical abnormality (dimples) and an increased friction between the membranes, which finally led to the defect of the middle layer of the triple layer membrane. During the production of the excor blood pumps, graphite powder is applied to both surfaces of the air-side and middle layer, as well as to the inner surface of the blood-side layer of the membrane. During the pumping function when used on the patient, a small amount of graphite particles can detach from the outer surface of the air-side layer.

Event description:
Berlin heart inc. Was contacted by the clinic to report that a dimple was noted on the air-side layer of the membrane of the blood pump during a routine pump inspection of a patient supported in the lvad configuration. The clinic provided berlin heart inc. With a video at the time of the incident. A minimal amount of free graphite was noted in the air chamber. The clinic decided to exchange the affected blood pump. The exchange was performed by trained professionals at the clinic. The exchange was performed without complications and the patient was doing well.